Event description:
It has been reported that the bd plastipak¿ hypodermic syringe luer lok¿ has been found containing foreign matter before use. The following has been provided by the initial reporter: 1 syringe with an oily substance present in the body of the syringe. Unused syringe.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1808010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected and found no foreign matter or excess solution. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results for lot 1808010 were reviewed and found to be within required limits. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe luer lok¿ has been found containing foreign matter before use. The following has been provided by the initial reporter: 1 syringe with an oily substance present in the body of the syringe. Unused syringe.